Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7073538.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure and was doing well postoperatively. The device remains implanted.